Event description:
After the reporter got an er1 message, she checked the confirmation dot and it was dark blue. She did not use the color chart on the vial. She retested and obtained a result of 272 mg/d1. Her control solution was within range. No medical advice was sought.